Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: 891965.

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the expiratory channel printed circuit board (pcb) was replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective expiratory channel pcb may lead to stop of ventilation or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).